Event description:
Additional information was received from the patient. They reported that the cause of pain and discomfort at the ins site was due to falling out of bed. Extra sure device not cause of discomfort. They turned device off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  they had a craniotomy about 2.5 months ago and patient is sure it has nothing to do with it but in the last week or so they started having tenderness right where the stimulator is and it feels a little swollen. They are wondering if they need to turn it off. They have pain, discomfort, and pain that they have never had before. It hurt so bad a week ago sunday that they almost went to the emergency room. It was hurting so badly it gave patient an upset stomach. Patient wondered if the device got bumped during their craniotomy surgery as they were being moved around. Patient had already decreased amplitude to 0.6 but that did not improve their pain. Patient turned it off during the call and will monitor symptoms. Patient lives in a very small town I n tx and no longer has a managing physician and lives too far to travel on their own to see a specialist. They saw their general practitioner who suggested they call medtronic. Encouraged patient to seek medical treatment if symptoms continue or worsen.